Manufacturer narrative:
The pump was received with intermittent act button response due to corroded keypad traces. No sticky buttons or button error alarms noted during testing. The pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. The customer states the act, up and down buttons are unresponsive. The customer states the device has been in a drawer untouched for six months. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.